Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown investigation summary: no product or photo was returned by the customer. The customer complaint of leakage at the filter tubing connection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10013902 because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported ext set .2 mf low sorb had leakage issues. The following information was provided by the initial reporter: "I did ask how frequently the leaks occur in the infusion setting and was informed it was rare, but does happen".